Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient went to the emergency room with complaints of nausea, vomiting, abdominal pain, and was hospitalized on (B)(6)2023. The abdominal pain was stated to be due to compression of the esophagus due to cardiac enlargement. Through transesophageal echocardiogram (tee) cardiomegaly was confirmed more severe than prior to lvad procedure because the heart was fixed. Speed was increased to 6,000 to reduce heart size and improve symptoms. The patient had complained of abdominal pain due to cardiac hypertrophy prior to lvad procedure.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was initially hospitalized on (B)(6) 2023 for nausea and vomiting. The patient's nausea was due to compression of the esophagus due to cardiac enlargement. The event resolved without sequelae.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiomegaly and abdominal pain could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. B, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during left ventricular assist device (lvad) implant, some pressure was added in the chest, which partially caused cardiac hypertrophy; however it was not serious. The patient had also complained of abdominal pain due to cardiac hypertrophy prior to the device implant. The team decided to increase the pump speed and the cardiac hypertrophy was eventually resolved.